Manufacturer narrative:
The mayfield skull clamp (a2000) was returned for evaluation: the DHR shows no abnormalities related to the reported failure. Unit received had movement in the rocker arm assembly. The hex bushing was worn and needed to be replaced. The torque knob was rough and needed to have a dye run over it. General maintenance and cleaning required along with replacement of worn hex bushing. Root cause: complaint confirmed via inspection of the unit. Unit received had movement in the rocker arm due to a worn hex bushing and the torque knob was rough. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a2000) was not holding the patient's head properly and needed adjustments. No patient injury or surgical delay has been reported.